Event description:
User received discrepant results for two patient samples. Sample 1 had an initial sodium result of 166 mmol/l and repeated as 155, 134 and 133 mmol/l. Initial potassium result was 5.0 mmol/l and repeat as 5.0, 3.9 and 3.9 mmo/l. The lower results were reported to the physician. On 1/24/09, sample 2 initial calcium result was 10.2 mg/dl and repeated as 9.4. And 9.2 mg/dl. Initial alp result was 209 u/l and repeated as 89 and 91 mg/dl. The calcium result of 9.4. Mg/dl was reported to the physician. The erroneous alp result was reported and corrected value was sent to the floor. User was told by the floor that the initial high result had been questioned because all other assay values were normal. The patient was not treated based on the high value. The field service representative could not duplicate the error. He noted he checked the prewash and lowered the cleaner. He also noted he replaced the cooling unit. Check tests, quality control, and patient samples were tested to verify analyzer performance.